Event description:
The pt table on the mr system may move into the bore faster than normal. There are no reported occurrences that have resulted in an injury. The concern is for potential pt injury if injection tubing needles are in use and are pulled out or broken during faster than normal table movement.